Event description:
It was reported that externalized conductors were observed during a normal generator changeout. No electrical anomalies were detected. The lead was capped and replaced. The patient was in stable condition after the procedure.